Manufacturer narrative:
Reference sr (B)(4). Resubmitting the MDR, the MDR was submitted to the FDA on november 20, 2018 but the transfer failed. During transportation of the unit, system ran over a bump and the video extension subsequently fell off of the cart hitting the technician. No injury to the staff member. In compliance with 21cfr part 820.198- quality system regulations and natus quality management system, we initiated the investigation of the reported failure. The cause of the problem identified as a deficiency in the manufacturing process at our supplier which resulted in failure of the weld. Following 21cfr part 806, natus has determined that field corrective action is required. The fca was initiated to fix all affected carts, ref res (B)(4).

Event description:
Video extension fell off system during transportation.